Event description:
It was reported that there was early battery depletion and the device was at eri (elective replacement indicator). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. Concomitant products: 419688 lead, implanted: (B)(6) 2010; 407652 lead, implanted: (B)(6) 2010. (B)(4).